Event description:
It was reported that the patient experienced a lack of therapeutic effect and a loss of bladder control on (B)(6) 2011. The patient could not adjust stimulation as swelling caused the patient programmer to get poor communication with the device. Additional follow up was not possible.

Manufacturer narrative:
(B)(4).